Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50.2 -60.5 abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter is 20mm and the distal neck diameter is 22.1mm. The proximal neck length is 40.5mm. Left common iliac diameter is 16mm and the right common iliac diameter is 13.8mm. It was reported that during the index procedure the stent graft was successfully and uneventfully deployed through another manufacturer¿s 18 french sheath. The physician recaptured the tip and retracted into the graft cover per the IFU. Upon removing the delivery system the taper tip (although completely recaptured) got stuck at the sheath valve and the delivery system would not come out with normal force applied. The physician was able to expose the spindle and grab it with a hemostat and then with aggressive retraction, the physician pulled the taper tip through the sheath valve and completely removed the delivery system intact. There were no injuries to the patient while removing the delivery system. No additional clinical sequelae were reported and the patient is doing fine. The device was returned. Upon inspection of the delivery system, there was significant damage to the lip of the tapered tip. The proximal edge of the tapered tip material that overlaps the sleeve was lifted and folded upwards. The sheath hub cap measured 0.234¿, which converts to ~17.8 fr. The max tapered tip od above the damaged region was within specification. The complaint was confirmed. The root cause of the event was due to the hub cap of another manufacturer's sheath being smaller than 18 fr.

Manufacturer narrative:
(B)(4).